Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("rash condition"), skin disorder ("skin condition"), psychological trauma ("psych injury related to essure"), cystitis ("bladder infection"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), urinary tract infection ("uti"), fatigue ("other injuries/symptoms: fatigue"), tooth disorder ("other injuries/symptoms:dental probs."), alopecia ("other injuries/symptoms:hair loss") and migraine ("other injuries/symptoms:migraines") and was found to have hormone level abnormal ("other injuries/symptoms:hormonal changes") and weight increased ("other injuries/symptoms: weight gain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (unilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, female sexual dysfunction, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, cystitis, bladder disorder, urinary tract disorder, vaginal discharge, vaginal infection, urinary tract infection, fatigue, tooth disorder, alopecia, migraine, hormone level abnormal and weight increased had resolved and the rash, skin disorder and psychological trauma outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hormone level abnormal, menorrhagia, migraine, pelvic pain, psychological trauma, rash, skin disorder, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: received treatment for pain apareunia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal, bleeding: menorrhagia (heavy menstrual bleeding), bladder/urinary problems: bladder infection, bladder problems, urinary problems, vaginal discharge , vaginal infection, uti, other injuries/symptoms: fatigue, dental probs., hair loss, migraines, hormonal changes, weight gain. Essure insertion date provided as (B)(6) 2013 (pfs). Further company follow-up with the lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received: previously reported event "injury nos" was updated to " pain: apareunia", events- " dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal,bleeding: menorrhagia (heavy menstrual bleeding), allergy: rash/skin condition, psych injury related to essure,bladder/urinary problems: bladder infection, bladder problems, urinary problems, vaginal discharge,vaginal infection, uti, other injuries/symptoms: fatigue, dental probs., hair loss, migraines, hormonal changes, weight gain, she did not undergo essure confirmation test" added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.